Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec opened the device in order to perform a visual inspection and observed foreign fluid/material contamination on its control board, located under and in front of the device's nebulizer relief valve. Ventec further observed contamination throughout the device. Ventec replaced the control board to resolve the reported issue. Ventec also replaced multiple other parts due to contamination. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was contamination on the control board, however, the cause of the contamination could not be conclusively determined.